Manufacturer narrative:
Identifying information of the part, such as the lot number of the device was not reported to paragon 28. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
A 2.3mm grooved guidewire broke upon removal from a patient. The wire broke at the first groove. The tip of the k-wire was left in the patient.